Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h6, h7, h9, h11. The device was not returned to olympus for inspection. Therefore, the reported phenomenon and condition of the device could not be confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is possible that the probe breakage was caused by contact with other equipment or the grasping section as shown below. Contact with a surgical instrument: 1. During the ultrasonic output, the probe came into contact with metal objects, or surgical instruments. 2. Scratches appeared on the probe. 3. Force applied to activate the ultrasonic output or to grasp the tissue resulted in cracks forming at the scratched area. 4. Force applied to the probe caused it to break. Contact with non-insulated area of grasping section: 1. The grasping section was closed without grasping any tissue while the ultrasonic output was activated (including after tissue resection), leading to wear on the tissue pad. 2. Due to wear on the tissue pad, the non-insulated area of the grasping section came into contact with the probe. 3. Ultrasonic output was activated while the non-insulated area of the grasping section was in contact with the probe, resulting in the development of a contact mark. 4. Force applied to activate the output in seal & cut mode, or to grasp tissue, was exerted on the probe. Consequently, cracks developed at the contact mark. 5. Force was applied to the probe, causing it to break. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1/initial reporter establishment name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported a therapeutic radical resection of rectal carcinoma, hysterectomy and bilateral salpingo-oophorectomy, partial colectomy, and colostomy procedure was performed on a patient with cancer of the rectum. During the procedure, the ultrasonic scalpel head was used for cutting and hemostasis. The cancer of the rectum invaded the uterus, and the scalpel head was used for cutting the mesorectum. When preparing to cut the round ligament of the uterus, the ultrasonic scalpel head appeared tilted and an obvious fracture was found. Then, it fractured from the fractured area. The customer immediately stopped using the device. The fractured scalpel head was removed under the laparoscopic guidance. Fractured ends could be completely rejoined on the bases. The ultrasonic scalpel head was replaced with a new device, and the procedure was continued to cut the round ligament of the uterus, mesorectum, uterosacral ligaments, etc. The procedure was successfully completed. After the event, the whole process was monitored by the surgeon and the patient did not experience any complications such as obvious tissue damage, bleeding and etc. As a result. There were no reports of patient harm.